Manufacturer narrative:
During a short test run the heat up of the head was reproducible. After the disassembling of the device it was visible that the root cause was that the bearings have been grinding and coming apart. This caused higher friction and therefore increase of temperature. It was also visible that the inner push button had circular groove worn into it. This indicates that it has been pressed while tool was spinning, causing unusual friction and therefore heat up of the push button and later also the head. Checking the history showed that the handpiece has not been sent in for repair since purchase in (B)(6) 2011. The condition of the handpiece and the bearings is the result of normal wear process. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. Exemption number e2010020. Kavo dental gmbh germany (the manufacturer) is submitting the report on behalf of kavo dental USA (the importer). (B)(4).

Event description:
During a standard dental treatment the head of the handpiece heated up and caused a burn on the cheek of the patient. Approximate diameter of burn is size of handpiece back cap. Office prescribed patient peridex mouth rinse for burn.